Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant removed after discovering it had burst and caused severe symptoms". Device has been explanted.

Event description:
Healthcare professional later confirmed and reported capsular contracture, baker grade ii. Patient additionally reported "asia syndrome", which is considered not related to the device, ¿fear¿, ¿I still don't know if this will bring me more health problems or consequences to the point of risking my life, as I've read a lot about other similar cases where some have lost their lives¿, ¿blistered¿, ¿allergies only in the breast area¿, and ¿allergy outbreaks started appearing with blisters specifically in the breast area¿, and discomfort increased with pain¿, ¿muscle contracture¿, ¿the discomfort kept getting worse¿, "discomfort started that led me to remove them", ¿still have the same discomfort but not as constant¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g2, g4, h4, h6.